Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced difficulty seeing due to reflection deviation and hyperopia. The iol was exchanged for a different model. Additional information has been requested.

Event description:
Additional information was provided indicating that there was an error in the expected refractive value. The patient has recovered. According to the surgeon, the cause was not related to the product. It was reported that the spherical power was insufficient. Vent incision was supposed to be at 2 degrees but was slightly deeper than expected, and original corneal astigmatism was corrected and became weak. The toric iol was inserted and implanted without axis deviation as planned, however, since residual astigmatism from toric iol remained, near/far vision became poor. The surgeon will pay attention to incision resulting in correcting original corneal astigmatism. Further information was provided indicating that the surgeon considers that there was no problems/malfunctions with iol. The reason why the surgeon selected "power error" in the questionnaire is that original corneal astigmatism was corrected due to incision and this iol did not matched to the patient's eye, as a result, near/far vision became poor.

Manufacturer narrative:
Additional information was provided in b.5., b.6. And e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. Both haptics are slightly bent in the distal area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).